Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 171mg/dl (meter), 243mg/dl (lab). Tests were done < 10 minutes apart with a difference of 30%. Pt did not experience any adverse events. No further info has been reported.